Event description:
The display shows 53 minutes battery capacity and the battery holds only 5-10 minutes. (The customer ventilates the pt with a bag valve unit/manual resuscitator until they got another ventilator.